Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implant and explant dates: na. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a cc4204a implantable collamer lens - +22.5 diopter, in the patient's eye on (B)(6) 2016. Prior to inserting the lens, the surgeon noticed half of the haptic was missing. Surgeon was unable to locate the missing half in the cartridge and injector. Surgeon stated that the lens was defective. No further information.